Event description:
It was reported that shortly after the deep brain stimulation (dbs) lead implant procedure that the patient experienced a brain bleed. The patient was admitted to the hospital. A computed tomography (CT) scan was performed and discovered the bleeding was on the right side of the brain. The patient will continue to be monitored. The surgeon assessed that the bleeding was not related to the dbs system implant procedure.